Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging and not charging the pump. Reportedly, the alarms continued to occur. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of the alarms. Reportedly, the customer had manual injections as alternate insulin therapy.